Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The first 2.5x15mm trek otw and the other guide wires referenced are being filed under separate medwatch reports.

Event description:
It was reported that during a right coronary artery interventional procedure, the first hi-torque intermediate guide wire was advanced into the patient anatomy, without difficulty, to the target site. A 2.5 x 15 mm trek otw dilatation catheter was advanced over the guide wire without resistance and was inflated at the target lesion. The balloon was deflated without difficulty. Upon removal, resistance was noted and the devices were removed as a single unit. The physician then advanced a second hi-torque intermediate guide wire to the target site and advanced a second 2.5 x 15 mm trek otw dilatation catheter; however, resistance was felt and the devices were removed as a single unit. This second trek dilatation catheter was not inflated. A third hi-torque intermediate guide wire was then advanced and the same, un-inflated 2.5 x 15 mm trek otw dilatation catheter was advanced over the guide wire, and again resistance was felt. The physician removed the devices as a single unit. A fourth hi-torque intermediate guide wire was then prepared for use, but was not advanced into the patient anatomy. The physician then advanced the same un-inflated 2.5 x 15 mm trek otw dilatation catheter over the guide wire, while the devices were on the back table, and resistance was noted during advancement and withdrawal. The devices did not enter the patient anatomy this time and the guide wire was not used again. The physician then advanced a balance middleweight universal ii guide wire into the patient anatomy, and used the same un-inflated 2.5 x 15 mm trek otw dilatation catheter. No resistance was noted and the balloon was inflated at the target lesion. A xience xpedition otw stent was then deployed at the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. (B)(4) unopened/sterile wires were received and tested, all with the same part and lot number. All were back loaded individually through a proxy over the wire balloon catheter with no resistance noted while the balloon catheter was straight and while the balloon catheter was looped. In summary, the unused returned devices did not show any indication of deficiency. Based on the reviewed information, no product deficiency was identified.